Event description:
The manufacturer received information alleging the display screen froze during an inspection of a trilogy evo device. The mechanical engineer (me) stated that the main power button did not respond, and "forced termination" was carried out, which improved on the device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the device's error log did indicate an issue with the device. The service technician further evaluated and determined that the power button and sound silence button were pressed at the same time. It was determined that the main power button did not respond at the time and the "force termination" was implemented on the device. It was recognized that the button was physically pressed, but it is alleged that an "abnormality" occurred in the signal processing inside the device, leading to the display freezing. The service technician alleged the system printed circuit assembly (pca) controlled the entire device or the display pca, mainly controlling the display or touchscreen, was monitoring the display and the touch operation part for this device. In conclusion, the device's system pca and display pca were replaced to address the issue.